Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm or loud audio alarm noted. The formatted history file confirmed pump error alarm, line number 664 file number 172, due to software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call software error detected alarm and no delivery alarm on the insulin pump. Customer's blood glucose level was 140 mg/dl. Troubleshooting for the software error detected alarm was performed. Customer advised the insulin pump beeped and alarmed multiple times. Troubleshooting was unable to resolve the issues. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.